Manufacturer narrative:
The manufacturer previously reported a ventilator failed to power on and was alarming for a high priority alarm condition. The device was returned to a third party service center and the customer's complaint was confirmed. The device's system board needs to be replaced.

Event description:
The manufacturer received information alleging a ventilator failed to power on and was alarming for a high priority alarm condition. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.